Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room due to low blood glucose levels on (B)(6) 2024. Patient's blood glucose at the time of event was below 10 mmol/l. Patient was treated via intravenous glucose. Patient was hospitalized for greater than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.